Manufacturer narrative:
The device lot number and manufacture date are provided verified that the tap shows excessive wear on 8 of the trailing edges of the tap that forms the thread form. Although the tap shows wear, it is inconclusive that it caused a crack. Patient age, gender, surgeon procedure could all be contributing factors, or if surgeon drilled too small of hole, this could also be a contributing factor. Under magnification, tap showed evidence of wear pattern developing on 8 of the taps on the trailing edge of each tap form (using the tip as frame of reference). It is unknown if defect present at manufacture, as it could have worsened over use.

Event description:
A medtronic representative reported that the 4.5 legacy tap used during a surgery was worn out, causing a minor crack on the pt's pedicle (l3 left side).

Manufacturer narrative:
Device not returned to manufacturer as of this report, so lot number cannot be determined. Device manufacture date not available at the time of this report. Device not yet returned to the manufacturer.